Event description:
The lead was capped.

Event description:
It was reported that the patient presented in the ER after sustaining external trauma to the device. Interrogation of the device found out-of-range lead impedance. An alert was received for possible output circuit damage. Review of egms revealed several aborted therapies due to shorted output detection. ICD analysis revealed an arc mark consistent with lead insulation anomaly. The lead was tested at ICD exchange and performed appropriately. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.